Manufacturer narrative:
The device ro15060 has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that was not possible to load a CT scan from a flash drive and a message appeared stated that no images were found for several times. Finally the image was burned on a cd-rom and was possible to load it.

Manufacturer narrative:
Following the investigation, the root cause for the issue cannot be determined precisely, but it may be that the images were not copied in a dicom folder on the usb drive as images were loaded correctly from a cd after and usb ports were working properly.